Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir compartment of the insulin pump was broken. The customer¿s blood glucose level was unknown. The customer was assisted with the troubleshooting. The customer stated that the reservoir compartment was unable to lock in its place. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with the reservoir tube lip completely broken off. The reservoir does not stay locked in place due to broken reservoir tube lip. Unable to perform displacement test due to broken reservoir tube lip. Unit received with broken battery tube threads.